Event description:
It was reported that the user fell onto the ilet pump, resulting in a broken clip and a damaged touchscreen that would not register input in the upper corner, rendering the device unusable. Investigation included remote troubleshooting and review of service and shipping records. Investigation of this case revealed physical damage consistent with accidental impact and user-inflicted damage during normal use conditions. There was no user reported symptoms during the event. No injury and no adverse physiological effects. Outcomes included interruption of therapy with difficulty using the device and the need for a replacement unit. It was concluded that the event was due to external mechanical damage rather than a device malfunction, and a replacement device was provided with instructions for shutdown, data sync to the mobile app, return of the original unit, and notice that data would not transfer to the replacement.